Event description:
It was reported post neurologic embolectomy procedure done in radiology, the pt's bilateral femoral arterial punctures were sealed with two angio-seal sts plus devices. The right femoral puncture resulted in retroperitoneal bleeding which required a blood transfusion and anti-platelet therapy. The pt was transferred to the high depenancy unit and was later discharged within the next two days. Pre-deployment femoral angiograms were not performed.